Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed over its entire length. The delivery system was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the handling during the preparations for the intervention (i.e. Application of vacuum before reaching the target lesion). It should be noted that the IFU advises the user to not apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in a moderately tortuous mid cx. During device preparation negative pressure was supplied. Upon delivery, stent became dislodged on calcium shelf and moved downstream. Stent was snared out near sfa.